Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump errors. The blood glucose level of the customer was 12.7 mmol/l. The insulin pump will be retuned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Motor error and the critical block and inverse critical block did not add to zero alarm noted in the formatted history file due to software error.